Manufacturer narrative:
On 6/26/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - complaint is unconfirmed; this is due to the product not being returned for review. Device history evaluation - DHR review nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history: variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable. Engineering change order/manufacturing change order history: corrective action preventive action history: none. Health hazard evaluation history: none. Repair history : none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
Customer initially reports that at approximately 3:30 pm (B)(6) 2017, "saw sparks, flames" caught on fire. On 6/22/2017 customer reports no harm to patient. A thyroglossal cyst removal was being performed. Device was in-use approximately 47 minutes and was then on standby when the event occurred. Fire extinguisher was used to reduce the flames within seconds.